Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements out of range. Subsequently, it was decided to cap and replaced this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements out of range. Subsequently, it was decided to cap and replaced this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated record with the email for the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.